Event description:
It was reported that the full system was explanted due to a pocket infection. A new system will be implanted on the opposite side in two weeks. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies found.